Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had air bubble anomaly. They kept getting air bubbles in the tubing. The approximate size of the air bubbles was a quarter of an inch. The customer¿s blood glucose level during the incident was 215 mg/dl. Troubleshooting was performed. The customer was advised to tap the reservoir to gather small bubbles into a large one and then slowly push the plunger of the reservoir. The air bubbles were not removed successfully. They were advised to change their infusion set. The infusion set will be returned for analysis. The reservoir will not returned for analysis.